Event description:
The device was not submitted for analysis, & no lot numbers were provided. Therefore, the reported problem cannot be verified & root cause/s cannot be conclusively determined. Tip deformation & difficult insertion may result from several factors, including pt's vascular characteristics, improper procedures employed during use of the device & variation in the mfg process. Although the reporter indicates the pts did not present unusual skin integrity, the response of the pt's vein valve to venipuncture can result in tip deformation. If the catheter snags on one cusp of the vein valve or if the tip approaches a closed valve & is directed into its ctr, the valve cusps do not yield with threading force & the catheter tip may deform. User factors that can result in damage to the catheter bevel tip include premature advancement of the catheter over the introducer needle during insertion; premature withdrawal of the introducer needle prior to placement of the catheter tube within the center of the vein lumen; & insertion of the catheter at an angle in excess of 30 degrees. Tip damage occurring after insertion may be the direct result of a less than optimal catheter bevel process parameters are monitored periodically throughout the mfg process to preclude th origination of such irregularities. These precautions should minimize the possibility of a user receiving a catheter with an irregular bevel contour, thereby reducing the variability of the insertion performance of the catheter bevel tip. The general classification of tip deformation for this device family shows some increase in frequency. The severity of the reported incident remains unchanged as the result of failed insertions is generally limited to repeat venipuncture without adverse effect to the pt.